Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received battery out limit and check settings alarms on the insulin pump. Customer's blood glucose was 277 mg/dl. Customer was assisted with clearing the check settings alarm. He stated he did not use the clear settings feature in the user settings menu. It was advised to discontinue use of insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.